Event description:
On november 12, 2007, boston scientific corporation was notified that a captivator ii polypectomy snare was used during a polypectomy procedure in the colon in 2007, (patient age, gender and weight unknown). According to the complainant, the "snare was inserted into the colon to remove a polyp. [The] snare [was] opened and adjusted around polyp. [The[ snare [was] closed around polyp. [The] dr. Applied cautery..the snare loop came apart and his [the] wall of the colon..the snare was closed and removed from the scope and colon.[a] new snare [was] inserted and [the] polyp was removed." Reportedly, the patient was discharged after the procedure; however, "the next day the patient was taken to the cr to repair a pinpoint sealed perforation [and] a colectomy was performed." The patient was then "discharged to home."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed, therefore, the relationship between the device and the reported event is unknown. The review of the customer's shipment history did not reveal a shipment of this upn to the customer; therefore, a potential lot number for this device could not be identified. Without a potential lot number, a review of the device history record could not be performed. The october 2007 15-month captivator snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.